Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was admitted for transplant evaluation. The log files were reviewed and found a no external power event on (B)(6) 2024, with multiple associated alarm types. This was caused by power to the mobile power unit (mpu) being briefly interrupted. There was no interruption in pump support during these events. The log files also captured intermittent odd strings of low voltage advisories while on battery power & on the white power lead. It was instructed that the batteries, battery clips, system controller, and white power leads be inspected for wear and tear.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms was confirmed via log file analysis. A review of the submitted log showed data spanning approximately 8 days (26sep2024 - 04oct2024 per timestamps). On 27sep2024 at 5:59:29 - 5:59:33, 6:03:39 - 6:03:42, 6:12:13 - 6:12:23, and 23:21:10 - 23:21:11, while connected to the mpu, power cable disconnect, low battery hazard, and no external power alarms activated due to losses of alternating current (ac) power. The alarms resolved shortly after activating due to external power being restored to the mpu. The backup battery was able to provide support to the system during both losses of power. Pump operation was not affected. The heartmate mobile power unit (serial number unknown) was not returned for analysis. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The root cause for the reported events was unable to be conclusively determined through this analysis. Serial number was not provided, therefore a DHR review is not required. Heartmate ii instructions for use (rev. C) section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook (rev. C) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including no external power alarms. Heartmate ii instructions for use (rev. C) section 3 ¿ ¿powering the system¿ and heartmate ii patient handbook (rev. C) section 3 ¿ ¿powering the system¿ explains how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. Heartmate ii patient handbook (rev. C) section 6 ¿caring for the equipment¿ and heartmate ii instructions for use (rev. C) section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.